Manufacturer narrative:
P-cap locked in place properly during testing. Pump communicated and paired properly with test guardian link transmitter 3. Pump was monitored with guardian link transmitter and no lost connection noted during testing. Unit was received with all buttons working properly, however, upon peeling off keypad overlay, cracked u1 keypad lead 6 was noted under microscopic investigation. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool revealed no relevant alarms to confirm customer's alleged rewind anomaly. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded no events to confirm any failed battery test or battery lasting less than expected. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. Pump received with normal operating currents. No battery alarms or anomalies were noted during testing. No rewind anomalies were noted during testing. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of failed battery test or battery lasting less than expected were not confirmed when the baat tool recorded no relevant events to confirm any battery anomalies, and no battery anomalies were noted during testing. Additionally, customer allegations of rewind anomaly were not confirmed when unit was able to rewind successfully, no rewind anomalies were noted in adapt, and no rewind anomalies were noted during testing. Customer allegations for no communication with pump and transmitter were not confirmed when the pump successfully communicated and paired with guardian link transmitter 3. However, customer allegations for keypad anomaly were confirmed when cracked u1 keypad lead 6 was noted under microscope during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the pump rejected new batteries, had a loose reservoir, produced louder rewinds or multiple rewinds, had non-responsive buttons, experienced diminished battery life, lost sensor alarms, took longer for the transmitter to connect to the pump, entered a sensor updating loop, and provided inaccurate blood glucose levels (bgls). The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a, mmt-7841zn. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884, mmt-7040a, mmt-7841zn.